Event description:
During a routine vent check, the device's apnea parameters were being checked when the ventilator alarmed "device failure." The vent was still cycling but the screen went dark. The vent was changed.